Event description:
It was reported that three days post implant, the patient was admitted to the emergency room with chest pain. An x-ray revealed that the atrial lead had perforated the right lateral wall of the patient's heart. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. The helix of the lead could not be extended due to explant damage. Concomitant product: 5086mri52 lead implanted: (B)(6) 2014. (B)(4).